Manufacturer narrative:
The reported event of over-sensing was confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual examination found an external insulation abrasion at 10.1 ¿ 10.3 cm from the connector pin, breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. No shorting was noted when a short test was conducted for shorts between conductors while manipulating and stretching the lead. The cause of the reported event of over-sensing was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead was noise oversensing. The rv lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.